Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. The device was returned assembled. The percutaneous lead (lead) was severed approximately 1 inch from the pump housing. The severed portion of the lead was not returned. All parts of the sealed inflow conduit were returned. The inflow conduit flex section was cut and returned in two pieces. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. No depositions were identified. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred at (B)(6). Patient weight was not provided. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a driveline infection, spreading close to the pump pocket. The bacterial infection was reported to be (B)(6). The device was explanted on (B)(6) 2017. According to the surgeon, the infection did not spread to the pump pocket. The patient's heart had recovered function; however, the patient was reported to be on an intra-aortic balloon pump post-recovery. No additional information was provided.